Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The device was unable to prime during prime test due to faulty force sensor resistor. Functional test was completed due to prime anomaly. No motor error alarms noted. The motor was tested outside of the device and it passed. The device had cracked case on display window corners, minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer's blood glucose was 260 mg/dl. Troubleshooting was performed. The device was not exposed to a strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.